Event description:
In 2008, the patient reported that there was condensation in the cartridge compartment of his infusion device and he has felt "crummy" for the past few days due to elevated blood glucose. His blood glucose elevated to 500 mg/dl the previous day and his most recent blood glucose reading was 499 mg/dl. His normal blood glucose level is 85-115 mg/dl. Symptoms of elevated blood glucose were an upset stomach and his teeth hurt. He stated that he noticed the liquid in the cartridge compartment this evening. He stated that the infusion device has not been exposed to moisture. He does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion. He was educated on the proper procedure. The patient was advised to switch to his backup infusion device. Upon follow up on the same day, the patient stated "I feel better already." His most recent blood glucose reading was 203 mg/dl. Further attempts to follow up with the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.